Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient felt light-headed, nauseated, and she passed out. At the time the sensor was on brief sensor issue. Her neighbor rushed her to the hospital. When they arrived in the hospital, they did fs reading and it was 37mgdl but the cgm was still on brief sensor issue. They gave her IV and a shot of tramadol for migraine. No other medication or treatment provided. The sensor was removed in the hospital. She stayed in the hospital for 4hrs. They did another fs reading before she was discharged and it was 89mgdl. She was feeling nauseous and light-headed during the report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to remove the following statement from the initial MDR, "however, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred." H2 correction

Event description:
Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined. No additional patient or event information is available.